Event description:
It was reported that the patient had an epicardial system with high voltage lead impedance out of range. The lead status is unknown as per manufacturer's device implant database the patient was implanted with a new implantable cardioverter defibrillator, and atrial and ventricular leads as of (B)(6) 2010. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.